Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that insulin was not coming from the tubing line and the patient was hospitalized for diabetes ketoacidosis. Patient's blood glucose level was 626 mg/dl when she was admitted in the hospital. Prior to hospitalization, the patient tried delivering injections, boluses, and increasing the temperature rate on the pump but stated blood glucose level did not come down. During hospitalization, patient received insulin and fluids as corrective treatment which resolved the issue. The infusion had been in use for less than 2 days. The patient was hospitalized for five days. No further information available.